Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle, the device experienced failure of product to contain blood, resulting in blood leakage. The following information was provided by the initial reporter. The customer stated: in the process of blood collection, the head nurse in the operating room found that the crack in the syringe led to blood leakage.

Manufacturer narrative:
Investigation summary; bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for cracked barrel / leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of cracked barrel was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked barrel / leakage. Bd was not able to identify a root cause for the indicated failure mode.